Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer advised back left side frame is broken at a weld. Dealer could not provide any further information.